Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up properly) was confirmed. As received, the monitor reset during the incoming evaluation and the front response button was defective. The cause of the reported problem and incoming evaluation failures was isolated to corrosion on connectors j101, j502, j1003aa and j1000 and on the table board pca. The cause of the corrosion was liquid contamination. The root cause of the contamination was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4). The distributor indicated that while being used by a patient, the monitor was unable to power on properly.